Event description:
Trocar & sleeve went in eye without difficulty; when placed the probes in they got stuck, surgeon had to pull and tug to get out. When the product came out the sleeve and probe came together, the probe was found to be stuck to the sleeve; retinal detachment of the eye occurred requiring additional surgery.